Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The pt presented with chest pain and coronary angiography revealed a myocardial infarction in the proximal left anterior descending (lad) artery. Percutaneous coronary intervention was scheduled for the following day. The pt was on antiplatelet medication at the time of admit, reason was unspecified. The lesion was pre-dilated with a 2.5 x 12 mm balloon, unk type. The physician implanted a taxus express2 3.0 x 24 mm drug eluting stent to the 90% stenosed lesion located in the heavily calcified, severely tortuous, ostial proximal lad. The stent was post dilated, unk type and size balloon. Ivus was advanced, but unable to cross the lesion. Angiography revealed blood flow was reestablished and timi iii flow was achieved. Two days post procedure, the pt was discharged, but presented again the same day with cest pain. Angiography revealed a thrombus in the proximal lad. The proximal lad was dilated several times, unk type and size balloon. Blood flow was reestablished. The pt was discharged seven days post procedure. Plavix and aspirin were prescribed.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. Taking into consideration the thorough evaluation conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling. A review of the manufacturing documentation for the particular top assembly batch of device that was used in this procedure is not possible as the batch number is unk. A CAPA has been initiated to address this issue.